Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to a failure of the eos power supply.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported issue. The service agent is going to replace the power supply assembly and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control received and evaluated the device and only observed the device to have an ac power failure. The device functioned normally on dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.